Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was received for evaluation and was visually inspected for the reported damage. Further information was sought from the hospital but none was provided. Results: visual inspection revealed that the complaint chamber had a crack above the hinge bracket, and another crack stretching along the base, from the bracket almost all the way to the baffle. A lot check revealed one other similar complaint for lot 120114. Conclusion: based on the nature of the cracking observed on the returned complaint chamber, it appears likely that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with solvent based cleaning solutions. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported leak only developed after the subject mr290 chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).